Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's wife reported that the patient had a rash. The rash was reportedly bumpy and pus-filled, although it was not open. The patient's physician prescribed the patient a pill. The pill had not yet been picked up from the pharmacy. The patient's wife reported that she was using a cream on the rash. Follow-up attempts were unsuccessful. The outcome of the rash is unknown. It is unknown if the medication was required to treat the rash.